Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with moderate tortuosity, moderate calcification and 90% stenosis. Pre-dilatation was performed with an unspecified 2.0 x 8 mm balloon at 10 atmospheres (atm). During deployment of the xience v 3.5 x 23 mm stent at 16 atm, a distal edge dissection occurred. A xience v 2.75 x 28 mm stent was implanted to cover the dissection. There was no clinically significant delay in the procedure. The patient is reported to be doing fine. No adverse patient sequela was reported. No additional information was provided.